Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the event description; ¿they found that the suction hole of the drain tube was exposed to the outside the body of a patient, they think that it may be caused.¿ this unusual sound can be attributed to an air leak produced by the exposure of drain tube holes causing the now vacuum properly or low quantity of collected blood. Therefore, reported condition is related to a user error since the drain tube was fully inserted into patient.

Event description:
It was reported that there were abnormal noises heard during suction mode. After collection, approximately 240ml of blood was reinfused back into the patient. Once the reinfusion was completed and the suction was stopped, it was discovered that the suction hole of the drain tube was exposed to the outside of the body of the patient. According to the facility, the exposure of the drainage tube was the most likely cause of the unusual. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that there were abnormal noises heard during suction mode. After collection, approximately 240ml of blood was reinfused back into the patient. Once the reinfusion was completed and the suction was stopped, it was discovered that the suction hole of the drain tube was exposed to the outside of the body of the patient. According to the facility, the exposure of the drainage tube was the most likely cause of the unusual noise. There were no adverse consequences, no medical intervention and no delay.